Event description:
It was reported by service report that the patient right latch spindle is not locking and there are sharp edges exposed at the end of the top rail. No patient involvement or adverse consequences are reported.